Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received an inappropriate shock therapy on a supraventricular arrhythmia. Programming changes were made. The patient condition is good.